Manufacturer narrative:
The investigation is ongoing. Results will be provided in the final report.

Event description:
The nurse reported that while the patient was resting in the bed, the head section of the bed unexpectedly elevated to its maximum position without any apparent user input. Following this event, healthcare staff were unable to lower the head section using the standard bed controls. The issue could only be resolved by disconnecting the bed from the power supply and using the handheld remote control to return the head section to a lower position. At the time of the event, the bed was occupied by a patient. No injury was reported. The device inspection conducted by arjo service technician revealed that one of the side rails was damaged, the tape (seal) between the side rail panel and the side rail mechanism was pulling off. Another side rail had broken bearing plates. The technician was not able to recreate alleged unintended movement.